Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the stomach during a gastroscopy procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the clip was positioned over a bleeding ulcer and deployed onto the site. The handle fell apart causing the clip to fail to release from the catheter. An attempt was made to "jiggle and wiggle" the catheter for a few minutes; which eventually released the clip from the catheter. The device was removed from the patient and the procedure was completed with a resolution clip device to stop the bleeding. It was reported that the scope was retroflexed slightly but not in an overly abnormal way. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). Investigation results: a visual examination of the returned resolution 360 clip device noted that the clip assembly was fully deployed and was not returned with the device. The control knob and spring were detached from the handle and were not returned. A kink was noticed in the control wire. This failure is likely due to anatomical/procedural factors encountered during the procedure limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the stomach during a gastroscopy procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the clip was positioned over a bleeding ulcer and deployed onto the site. The handle fell apart causing the clip to fail to release from the catheter. An attempt was made to "jiggle and wiggle" the catheter for a few minutes; which eventually released the clip from the catheter. The device was removed from the patient and the procedure was completed with a resolution clip device to stop the bleeding. It was reported that the scope was retroflexed slightly but not in an overly abnormal way. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.